Event description:
It was reported that the health care provider thought the pt might have an allergic reaction to the implant at the device location. An allergy test kit was sent to the company rep. The pt had gained weight since the implant. The weight gain was the result of edema. Pt wanted the system removed so that she did not gain any add'l weight. The pt was not able to see the allergist for two months and the test was never used.

Manufacturer narrative:
(B)(4).